Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2010, the patient experienced constipation and a break in aseptic technique occurred, described as "did not wear a mask" and "patient made a mistake." On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient began remedial therapy with refin (1.5gm, daily, ip) and tobramycin (60mg, daily, ip). The nurse reported that the peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing as was remedial therapy with refin and tobramycin. It was not reported if the patient was retrained in aseptic technique, or if the event of constipation resolved. The nurse reported that the peritonitis was unrelated to dianeal pd2 ultrabag therapy. The root causes of the peritonitis were the breaks in aseptic technique and the constipation. The nurse did not provide a causality statement for the events of break in aseptic technique and constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.